Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger problem) has been confirmed. Upon evaluation, the q1 component on the bedside board was internally shorted, the u13 component on the bedside board was internally shorted and there was liquid contamination on the battery board. The cause of the charger problem is the damaged components and the contaminated battery board. The root cause of the defective components cannot be positively identified. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor returned battery charger/modem sn (B)(4) and reported that the patient was experiencing a battery charger problem.